Event description:
It was reported that during testing conducted at the manufacturer facility the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported overheating of the device was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, the sag head assembly was found to be worn/damaged, which can cause the reported event.